Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils, deformation due to compressive stress, and material twisted / bent. Was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: device code 1069 removed; codes 2889, 2981, 1601 added.

Event description:
Subsequent to the initial report, return device analysis found that the guidewires were found to have the coils were stretched in the same location as the kinks noted. There were bends throughout the entire length of the guide wires. The guidewires were not broken. Follow-up with the account confirmed that the fracture on the stent was the noted stretched coils, kinks and bends found on the guidewires. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional universal bmw ii guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in left circumflex artery and obtuse marginal. An attempt was made to use two universal bmw ii guide wires in the procedure; however, the guide wires were catching on the guide catheter during insertion and became fractured. The procedure was completed using non-abbott guide wires. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.